Event description:
It was reported that the patient experienced increase pain. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was disposed and was not returned.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review was conducted and determined that the reported event is a known and documented risk associated with implantation of a pulse generator as part of a spinal cord stimulation (scs) system. The event is consistent with risks disclosed in the device labeling. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Block d2b: lgw, qrb.

Event description:
It was reported that the patient experienced increase pain. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was disposed and was not returned.